Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely a reprocessed scope was used on a patient with detergent leaking from the detergent line, as a result the device was incorrectly reprocessed. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The defect was found during reprocessing.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a reprocessed evis eus ultrasound bronchofibervideoscope was used on a patient with detergent leaking from the detergent line. There were no reports of patient harm.